Event description:
The reporter contacted animas on (B)(6) 2012 stating that the down arrow keypad button required multiple button presses to elicit a response and the contrast button required hard presses to elicit a response. The reporter noted that the up arrow and ok keypad button symbols were worn off. The reporter denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump outside a garment and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the "up" and "ok" buttons were found to be worn. All of the keypad buttons were found to be intermittently responding. The keypad was removed and contamination was observed under all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.